Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the contrast button was found to be intermittently responding and contamination was observed under all of the button contacts.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the contrast button was found to be intermittently responding and contamination was observed under all of the button contacts. This report is being made based on the evaluation results.